Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot # v179757, implanted: (B)(6) 2009, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed no anomaly found with the ins hybrid. No evidence of an internal mechanism for premature depletion was found during internal battery destructive analysis. No problems were found with the battery.

Event description:
It was reported that a patient had hospital same-day surgery for a procedure related to replacement of their implantable neurostimulator (ins) on (B)(6) 2014. It was reported that the patient¿s urologist documented that the reason for the explant was related to device battery failure. It was noted that the documentation of the procedure revealed that the patient was having urinary frequency, urgency, and urge incontinence that was related to the battery failure of the device. It was reported that the patient was placed under mac (monitored anesthesia care) anesthesia with a local anesthetic, the lead wires were checked, and they appeared to be in good condition. It was noted that the old ins was removed and replaced with a new ins. It was reported that the device was not turned on after the procedure, with the urologist documenting that a manufacturer representative would contact the patient in a few days to set up an appointment to turn on the device and give instructions. It was noted that the patient received post-operative antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.